Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred at the beginning of a routine hemodialysis treatment. The operator did not attempt to resolve the alarm and ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide contains adequate instructions for troubleshooting the alarm and performing rinseback in the event the alarm cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding troubleshooting of alarms and performing rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.